Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is unknown mathys dorsal double plate. Part#, lot# and UDI # is not available. Implanted, explanted date: unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown mathys dorsal double plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: baca f. F., benrahho j. (2006), treatment of dorsally displaced distal radius fractures with a double dorsal plate: a study of 12 patients. Surgery of the hand. Volume 25, pages 27-32 (france). The purpose of this prospective study is to assess the possibilities for reducing complex fractures and the stability of this assembly (2.7 mm double miniplates). From january 2003 to december 2004, 12 female patients with a mean age of 59 years, having distal radius fractures with posterior displacement, were operated using an unknown synthes mathys dorsal double plate. Clinical examination results were assessed using the herzberg functional values, where the scoring is categorized by; excellent greater than 90 ¿ 100, good between 75 ¿ 89, average between 60 ¿ 74, and poor less than 60. Clinical and radiological follow-up was done at day 15, 45, at 6 months, and then annually. Complications were reported as follows: three patients had an average score from the herzberg functional values. One patient had a poor score from the herzberg functional values which was linked to a case of algoneurodystrophy and was treated with calcitonin. This patient remained with serious mobility limitations of the wrist. This patient was treated with calcitonin and with suitable rehabilitation. One case of algoneurodystrophy diagnosed clinically and by bone scan. This patient was treated with calcitonin and with suitable rehabilitation. Two cases of serious malunion were reported. This report is for unknown mathys dorsal double plate. This report is 1 of 1 for (B)(4).